Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has coil stretched, as part of overall visual revision. A main coil was returned for this complaint; the introducer sheath and the delivery wire were not returned. The main coil was found kinked and stretched. No more damages were found in the returned device. The zap tip has a smooth surface. The main coil was stretched and kinked. The interlocking arm was inspected and no anomalies were noted. Number of distal fiber bundles matches specification. There are missing proximal fiber bundles. Zap tip outer dimension. The primary coil outer dimension matches with specification.

Event description:
Reportable based on device analysis completed on 19nov2019. It was reported that coil could not advance through the catheter. During procedure, it was noted that 20mm x 40cm interlock.035 coil could not through the catheter. The procedure was completed with another of the same device. No complications reported. However, device analysis revealed missing fiber fiber bundles.